Event description:
Three stents were implanted on (B)(6) 2012; one 5x200mm supera; one 6x150mm supera; and one 9x60mm protege gps. The superficial femoral artery and the iliac artery were the target arteries. Angiography revealed dissection/thrombosis of the profunda femoris and graft placed in 2005 so the surgeon decided to extend the stenting into the femoropopliteal graft. The 6x150mm stent reportedly lengthened some into the common iliac artery. The 9x60mm protege stent was placed in the iliac artery and overlapped the 6x150mm stent. In (B)(6) 2013, angioplasty and a bypass of the iliac stent was performed to address a blood clot that had formed as a result of the fractured iliac stent. It is unclear if the supera or the protege stent was the fractured device. In (B)(6) 2013, a graft was performed to address pain from a thrombus in the iliac stent. There were no complications during this procedure. It is unclear if the protege stent or the supera stent was the occluded device. The event occurred in the(B)(6).

Manufacturer narrative:
The 5x200mm stent placed in (B)(6) 2012 was previously reported (reference MDR #3005235609-2012-00003) for a different problem (tip detachment) that occurred during the initial procedure in 2012. These two events are unrelated. The device history records were reviewed and there were no observation that would be related to the reported event. Angiograms were received and reviewed; however, it could not be determined which stent fractured. From the info received, idev's medical director does not believe the supera stent was the cause of the thrombus, however, it cannot be confirmed at this time. An MDR supplement will be submitted if relevant additional info is received.